Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient's nurse reported via phone call that she needed assistance with priming the insulin pump. The nurse was walked through the priming process. The patient's blood glucose at the time of call was 409 mg/dl. The patient treated via insulin pump and manual insulin injection. Troubleshooting was initiated for the insulin pump. There were no apparent anomalies with the insulin pump. There were numerous no delivery alarms in the alarm history but the customer was unable to troubleshoot the issue since she did not have anymore infusion sets. No products were returned for analysis.